Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned in one piece. Final analysis found external insulation abrasion at 8.9 ¿ 9.3 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The cause of the reported event of noise was due to the exposure of the outer coil at the abrasion zone.

Event description:
It was reported that the right ventricle lead exhibited noise. The lead was explanted and replaced. Patient was stable.